Event description:
Reportedly, this device was explanted after an unknown duration due to endocarditis. Awaiting more details from the regulatory affairs manager united kingdom on model series details and such.

Manufacturer narrative:
Device not returned.